Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no product quality issue reported from this lot. All available information was investigated, and reported poor imaging was due to challenging patient anatomy. Additionally, the reported single leaflet device attachment and entrapment of the device appear to be related to challenging patient anatomy/morphology in conjunction with reported poor imaging. Lastly, the patient effect of foreign body in patient is due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The mitraclip remains implanted in the patient. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This report is being filed as the clip was implanted at an unintended area, with chordae. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (dmr) grade 4. The patient presented with an abnormal heart position, very small and narrow atrium, a2 prolapse and flail, and posterior leaflet tethering. Reportedly, there was difficulty with visualization and a low transeptal was obtained. While positioning the clip delivery system (cds0601-xtr 90323u114), the operators thought they were above the mitral valve, however, the clip arm had caught the mitral leaflet. Standard troubleshooting was performed; however, the clip was unable to free. Although unable to free from the chordae, this clip grasped both leaflets with an mr reduction. Both leaflets were captured. Post deployment, the clip was only attached to the posterior leaflet and possibly some anterior chordae. The mr reduced to grade 2 and no other clips were implanted. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided regarding this issue.